Event description:
Complainant alleged that while cardioverting a female pt (age unk), an arc was seen from the electrode pads. Complainant indicated that the clinician placed the electrodes over a dressing that had staples underneath. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The event electrodes were returned to zoll medical corp. The electrodes passed electrical testing and were found within specification. Evidence of arcing was observed on the apex pad, consistent with the customer's report of applying the pads over the pt's dressing. Our eval has concluded that the reported event was caused by insufficient coupling of the electrodes. This complaint has been closed as user mishandling. Analysis for reports of this type has not identified an increase in trend.